Event description:
It was reported by service report that the cot would not lock when lifting a patient and an emt strained their back as a result. No additional adverse consequences were reported.

Event description:
It was reported by service report that the cot would not lock when lifting a patient and an emt strained their back as a result. No additional adverse consequences were reported.

Manufacturer narrative:
Upon inspection, it was identified that the height adjustment racks were bent causing the cot to be difficult to raise and lower. It was also identified that an operator strained their back due to having to support the weight of the cot while adjusting the height. The transporter required medical intervention for the strain. An in-service and training will be performed with the staff to ensure proper handling of the device.